Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a static fill estimate issue, with the pump showing a fill estimate of 60. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this issue could occur due to a variance in measured pressures, advising that the fill estimate would adjust once the insulin amount matched the static display; the caller understood and acknowledged this explanation.